Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump display screen was damaged after the patient had fallen off his bike and impacted the pump. The patient suffered a bruise, but did not experience any symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.